Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jan-2024.

Manufacturer narrative:
Device evaluation: the evo-10-11-8-b device of lot number c1864041 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08th jun 2023. The returned device lab examination findings and observations can be referred through photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab still in place on return . ¿ red safety wire still in place on return. ¿ red shuttle on 4th dimple ¿ directional button in deployed position. ¿ complete flexor break observed approx. 132.5cm from white tip. ¿ stent still in place in delivery system . Functional inspection: ¿ unable to deploy due to flexor break. ¿ unable to remove safety wire. Equipment used: steel rule - ipe0938-2. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use (ifu0056), ¿visually inspect with particular attention to kinks, bends, breaks. If any abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. The damage could have occurred when the user was taking the device out of the packaging or during the preparation. Additionally, while the user did not noticed the damage prior to removal of the device from the packaging, it is also possible that the damage may have occurred on transportation or storage of the device. It may be noted that during the evaluation of the returned device, the red shuttle on 4th dimple and directional button in deployed position. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects, this event was observed upon removing the stent from the packaging, prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kink in catheter after opening product. Product not used in patient. Upon further inspection the catheter of the delivery system has snapped in half. This device was not used in patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.